Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not available for return.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop spinning at the desired time. It was also reported that there was an unintentional dural opening as a result of this event. It was further reported that the event caused a 20 minute delay. It was also reported that the procedure was completed successfully.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop spinning at the desired time. It was also reported that there was an unintentional dural opening as a result of this event. It was further reported that the event caused a 20 minute delay. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
H6; results code; results code changed from; "no device problem found" to "no findings available".

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop spinning at the desired time. It was also reported that there was an unintentional dural opening as a result of this event. It was further reported that the event caused a 20 minute delay. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device discarded by customer.